Event description:
It was reported the battery drawer sticks and is broken. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The battery drawer was broken, and the lower case and battery release were contaminated/sticky. The battery contacts were also noted to be compressed, the side bail covers and upper case broken, the ring cover contaminated, the upper case dented, the keyboard scratched, the ring bent, and the serial number label torn.